Event description:
It was reported that pump displayed recurring malfunction alerts related to power loss to the vibration motor, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use a backup insulin pump to ensure continued insulin delivery, and technical support arranged shipment of replacement pump with updated software.